Manufacturer narrative:
D9: 4/24/2024. One device was received for evaluation. Visual inspection found the device to be in good condition. A 'high alarm displayed: communication module intermittent connection' alarm was found in the event history log along with a faulty battery that stated an intermittent connection. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause was power button. The power button was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is an intermittent wi-fi connection failure with pumps and also the unit shuts off intermittently with the battery icon showing fully charge. There was unknown patient involvement and unknown patient harm.